Event description:
Technician alleged that the brake will set but will not hold. No patient impact or injury.

Manufacturer narrative:
The technician found the issue to be due to worn, aged brake casters and torque tube/pedal weldments. The technician replaced the brake casters and torque tube/weldments to resolve the issue.